Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device passed all visual and functional assessments. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The evaluation was corrected. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual assessment found that the hose on the device was detached from the handpiece and had frayed cable. Therefore, the reported condition was confirmed. This type of damage was an indicative of damage caused by pulling the motor device around by the cord. The assignable root cause was determined to be misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning after surgery it was observed that the "black outer sheathing was pulled apart" from the hand piece of the motor device. As a result, wires were exposed. The reporter clarified that one of the "colored wires" came apart from the hand piece of the motor device as well. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.